Event description:
The report indicated that the bottom of the screen was lifting with a white line, impairing visibility. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.